Manufacturer narrative:
This event occurred in (B)(6). The customer stated that they don't always perform daily maintenance. Qc was within the acceptable range. The field service representative (fsr) decontaminated every probe, checked multiple parts of the instrument. The fsr observed white stains at the cuvette. He performed a mechanism check and found nothing that would be related to causing the white stain. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine plus ver.2 (crep2) for 1 patient sample on a cobas 6000 c501 module. The initial result was 9.16 mg/dl the repeated result was 0.94 mg/dl. The results were not reported outside of the laboratory. The crep2 reagent lot number was (B)(4). The expiration date was requested, but not provided.

Manufacturer narrative:
During the investigation the customer reported they had no further issues since they had the field service engineer onsite. The investigation did not identify a product problem. The cause of the event could not be determined.